Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot#: combination was conducted with no findings.

Event description:
The user facility reported that the doctor proceeds to use the involved angio-seal device for femoral closure however it was not possible to compress, as it became stuck. The patient began to bleed, and a bruise. Manual compression was performed without removing the device. After maneuvering again, the collagen was compressed, the indicators appeared and the closure proceeded, and was removed as protocol and the bleeding stopped. The event occurred intra-operative. The patient was in ok condition. The procedure outcome was the closure occurred. The patient required medical or surgical. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential tamping issue. However, the exact root cause could not be determined. The likely cause was determined to have been an obstruction to the tamper tube resulting in difficulty with tamping of the collagen. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).